Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable as this is not an implantable device. Initial reporter phone number: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that foreign material was observed in the patient's eye when the viscoelastic healon was injected into the eye. Reportedly, the material was removed during the irrigation and aspiration (I/a) procedure. The surgery was completed successfully. No patient injury was reported. No further information was provided. The same issue happened during two surgeries; therefore two mdrs will be submitted. This report is 1 of 2.

Manufacturer narrative:
Device evaluation: the complaint sample was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the lot number is unknown; therefore the manufacturing records could not be reviewed. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.